Event description:
Coopervision was made aware on (B)(4) 2013 of a patient who inserted new lenses (B)(6) 2013 and wore them continuously until they were removed on (B)(6) 2013. The patient experienced excruciating pain, redness and continuous watering of the left eye. The onset and conclusion of the condition is unk. Patient was seen at a hospital on (B)(6) 2013 where the condition was diagnosed as a corneal ulcer. Ophthalmic antibiotic treatment was prescribed. On first follow-up, there was no improvement and antibiotic dosage was increased. On third follow-up, the corneal ulcer was scraped and an add'l antibiotic was prescribed. On the fourth follow-up, there was improvement and healing. Continuation of antibiotic treatment was prescribed for 1 to 2 weeks. On the fifth follow-up reported, there was much improvement and pain was reduced. Antibiotic treatment was discontinued. Lenses returned with no defect found. Complaint unconfirmed. Although the ecp returned the medical questionnaire which indicated that no permanent impairment of eye function and no permanent damage to body structure occurred, coopervision is reporting this event in an abundance of caution because treatment was considered aggressive.

Manufacturer narrative:
Lot numbers of the returned lenses are unk. Eye care practitioner stated these are the associated lenses. The association between coopervision lenses and the incident is unconfirmed.